Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes high lead impedance when programmed to the bipolar congif- uration. The device was reprogrammed to the unipolar configuration and remained implanted until electively replaced with an ICD.